Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise resulting in a stored untreated and smartpass episode due to suspected electrode damage. Technical services discussed possible causes and recommended further evaluation. Additional information was received that mulitple untreated episodes were stored and an inappropriate shock was delivered. This lead was testing in clinic with noise able to be reproduced. This electrode was subsequently explanted and replaced. Confirmation of electrode damage was achieved following explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise resulting in a stored untreated and smartpass episode due to suspected electrode damage. Technical services discussed possible causes and recommended further evaluation. Additional information was received that mulitple untreated episodes were stored and an inappropriate shock was delivered. This lead was testing in clinic with noise able to be reproduced. This electrode was subsequently explanted and replaced. Confirmation of electrode damage was achieved following explant. No additional adverse patient effects were reported.